Manufacturer narrative:
Additional information was received and noted the following: waveforms were looking unusual with left ventricle waveform above the aortic. Purge flow dropped from 6 to 1.5. The surgeon was aware and did not want to replace the device. Following the additional information complaint coding was updated, corrected accordingly. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered the representation of the reported event. Correction: d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
N impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, unusual waveforms were observed with left ventricular waveform above aortic. Purge flow dropped from 6 to 1.5. The surgeon was aware and initially did not want to replace the device. The decision was made to exchange the pump due to unresolved purge block alarm despite overnight tpa administration. Other contributing factors included escalation from cp and porcelain aorta. Tpa was utilized for high purge pressure to mitigate biomaterial within the motor, with no impact on the patient. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
Selected b1. Is product problem was omitted during initial report. Added d3 manufacturer fax was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. Updated/selected d9 device returned to manufacturer. Added e1. Initial reporter state. Added e1. 1. Zip code/zip code extension. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial buildup based in returned data log analysis and returned product investigation.